Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an 25mm edwards valve implanted in the mitral position was explanted after an implant duration of approx. Eight (8) years and four (4) months due to leaflet stuck ("frozen") leading to stenosis and regurgitation. The patient presented with short of breath before the procedure. A non edwards valve was successfully implanted in replacement. The patient's outcome was noted as hospitalized in stable condition. The valve was noted as available for evaluation.

Event description:
Edwards received notification that a 7300tfx25mm valve implanted in the mitral position was explanted after an implant duration of approx. Eight (8) years and four (4) months due to leaflet stuck ("frozen") leading to stenosis and regurgitation. The patient presented with short of breath before the procedure. A non edwards valve was successfully implanted in replacement. The patient's outcome was noted as hospitalized in stable condition. As per product evaluation, customer reports of stenosis and leaflet immobility were confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed rolled leaflet due to host tissue overgrowth.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and leaflet immobility were confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed rolled leaflet due to host tissue overgrowth. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect and 7mm on leaflet 2 at the outflow aspect. The free margin of leaflet 2 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth fused leaflets 1 and 2 by approximately 4mm at commissure 2 and leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect. Leaflet 3 had a 3mm non-transmural tear near commissure 1 at the inflow aspect and calcification was evident at the tear. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflets 2 and 3 and exposed the wireform around leaflet 3 on the outflow aspect. Two suture pledgets remained attached to the sewing ring around leaflet 1 near commissure 2 on the outflow aspect.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.